Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited variable sensing and undersensing at 2.5mv. Impedance and threshold measurements were within acceptable limits and r wave measurements were 2mv to 7mv. A chest xray was performed and rv lead appeared to have pulled back. The pt implanted with this rv lead was not pacer dependent, therefore, no adverse pt effects were reported. The device was reprogrammed to unipolar sensing. The physician was to closely monitor the pt. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.